Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, it was noted that there were no automatic impedance measurements on the device since october. The device firmware will be re-downloaded during the patients next follow-up visit. The patient was in stable condition.